Manufacturer narrative:
A review of the device history records for lot w8590 found that the lot was manufactured using specified materials and that all assembly, inspection, and packaging steps were performed according to procedure by trained personnel. Bausch & lomb performs 100% inspection prior to packaging, and documentation confirms that this inspection was completed for this lot.

Event description:
A health care professional in (B)(6) reported the vitrectomy cutter had a different noise, and did not cut. The physician also reported that the pack was sealed and in perfect condition. The cutter was exchanged and the procedure was completed with no adverse reactions to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Manufacturer narrative:
The evaluation has been completed. One vitrectomy cutter from a bl5523wvx pack from lot w8590 was returned. The cutter was returned in the white cup holder in a plastic bag but did not have the protective cover. The tip protector was not returned, and no other content was returned. The needle was bent. The port window was in the opened position. There was dried solution in the tubing and along the needle. This cutter looks used. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The cutter was bent, preventing cutting and aspiration. We are unable to determine the root cause due to the dirty, damaged condition in which the cutter was returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.